Manufacturer narrative:
On 10/16/2020, the product investigation was completed. It was reported that a male patient underwent cardiac ablation procedure for idiopathic ventricular tachycardia (idvt) with two thermocool® smart touch® sf bi-directional navigation catheter¿s and suffered a cardiac tamponade requiring pericardiocentesis. It was reported that the high impedance values were displayed on smartablate generator and carto 3 system. A grounding pad was added but the issue continued. Replaced ablation cable and the persisted. The thermocool® smart touch® sf bi-directional navigation catheter lot #: 30380104m was replaced with thermocool® smart touch® sf bi-directional navigation catheter lot #: 30387713m and the issue resolved. The case continued. It was also reported that during the case, a pericardial effusion was noticed after introducing the ice catheter back into the body after ending ablations. The pericardial effusion was confirmed by ice. The caller reported that the medical intervention provided was a pericardiocentesis and 160 ml of fluid were removed. The patient¿s condition is fully recovered. Device evaluation details: the device was visually inspected and it and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal action was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30387713m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure for idiopathic ventricular tachycardia (idvt) with two thermocool® smart touch® sf bi-directional navigation catheter¿s and suffered a cardiac tamponade requiring pericardiocentesis. It was reported that the high impedance values were displayed on smartablate generator and carto 3 system. A grounding pad was added but the issue continued. Replaced ablation cable and the persisted. The thermocool® smart touch® sf bi-directional navigation catheter lot #: 30380104m was replaced with thermocool® smart touch® sf bi-directional navigation catheter lot #: 30387713m and the issue resolved. The case continued. It was also reported that during the case, a pericardial effusion was noticed after introducing the ice catheter back into the body after ending ablations. The pericardial effusion was confirmed by ice. The caller reported that the medical intervention provided was a pericardiocentesis and 160 ml of fluid were removed. The patient¿s condition is fully recovered. Discharged the following morning. The physician believes the event was caused during ablation in the rvot. The adverse event was during use of biosense webster products. Transseptal puncture was not performed. There was no definitive evidence of steam pop. The irrigation settings were standard for smart touch sf. There were no error messages displayed on biosense webster equipment during the procedure. Dashboard and visitag were used for force visualization. The visitag module was used with the following parameters 2mm, 5 secs, 45% of 5g. No additional filter was used with the visitag. Color options per impedance drop. The impedance cut-off value was not exceeded. The user would have been able to stop ablation by pressing the ¿stop¿ button. The generator was operating in power control mode, 35w, with temperature warning at 37c and cut-off 40c. Impedance settings: max cut-off 250 ohms, spike cut-off off, min. Cut-off 50 ohms. Since both catheters were used for ablation, the patient event was conservatively assessed as MDR reportable under both devices. The high impedance issue was assessed as not MDR reportable. Since the user-defined cut-off was not exceeded, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. Since cardiac tamponade event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it was assessed as MDR reportable.